Event description:
It was reported that during pre-testing, it was observed that the motor device was making a grinding noise and heating up a little. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional test was performed and it was observed that the device met all specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation it was observed that there was a hole in the cord of the device. It was determined that this was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.